Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a patient had a gastropexy with insertion of a percutaneous gastrostomy tube on (B)(6) 2016 and developed pressure sores around the entuit suture anchor insertion site. Reportedly the patient was brought back to radiology for suture removal

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), trends and quality control of the device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: while maintaining slight tension on the trailing suture, introduce the distal spring coil of the wire guide into the needle and use it to push the anchor out of the needle into the stomach cavity. Maintain slight tension on the suture during anchor introduction. Remove the introducer needle over the wire guide. With the wire guide still in position, apply traction to the suture to pull the anterior wall of the stomach against the abdominal wall." The IFU also states, "note: the sutures may be left in place for two weeks while tract formation occurs, or they may be cut after gastrostomy catheter placement." The current IFU, includes the additional precautions in the warning section: gastropexy site should be checked daily for early signs of pressure ulcers, including discoloration and tenderness around gastropexy site. Patients with ascites may be at an increased risk of complications, including pressure ulcers. Additional site monitoring should be implemented for these patients. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, measures have been taken to address skin irritation caused by this device.

Event description:
It was reported that a patient had a gastropexy with insertion of a percutaneous gastrostomy tube on (B)(6) 2016 and developed pressure sores around the entuit suture anchor insertion site. Reportedly the patient was brought back to radiology for suture removal.